Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the modular chemistry (mc) reaction cups of the unicel dxc 800 synchron system started flooding. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they performed reaction cup maintenance and resolved the issue. Customer reported that quality control ran after the reaction cup maintenance was within range.